Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the ins was replaced per patient request, as they were having to charge more frequently and for longer periods of time. Rep reported the patient noted on replacement date that they noticed loss of therapy around (B)(6) 2023. No known factors that contributed to this. The ins was discarded by customer.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2024 the implanted neurostimulator (ins) and lead were explanted.  The rep reported there was a lead issue; the lead had migrated/dislodged and the patient experienced a loss of stimulation.  The lead was discarded by the customer, so it will not be returned for analysis.  No device issue was reported against the ins and the status of the ins was not provided in the report.   Patient weight was requested but was not provided in the report.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2017; explanted: 2024-04-24 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-feb-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.